Event description:
It was reported that the active fixation screw was "not functioning", small r-waves were observed, and there was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism sleeve head and the helix mechanism itself.

Event description:
It was reported that the active fixation screw was "not functioning", small r-waves were observed, and there was undersensing. The lead was explanted and replaced. Additional information received indicated that no capture was observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed.